Manufacturer narrative:
On 10-oct-2019, mentor received additional information regarding patient¿s known medical history. Patient has had a hysterectomy in 2009. Patient¿s problem list noted on (B)(6) 2018 medical report included malignant melanoma, history of human papillomavirus infection, history of abnormal cervical pap smear, anxiety, attention deficit hyperactivity disorder (predominantly inattentive type), asthma, backache, and migraine headache without aura. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant and experienced unexplained systemic symptoms, including bilateral breast pain, rippling on left breast under the nipple, night sweats, migraines, clogged lymph nodes, hot flashes, difficulty losing weight, sleeping issues, and brain fog. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation without replacement on (B)(6) 2019. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 04-oct-2019, mentor became aware that the patient code for cutaneous contour deformity (wrinkling) needed to be added. Manufacturer¿s reference number: (B)(4).